Event description:
Additional information: on 2012-(B)(6) hcp was expecting 6.4ml and got back 6.2ml, and the last 2.2ml were difficult to aspirate. When tried to fill the pump, hcp struggled to get 4ml in and then could not aspirate or fill anymore. Hcp was using manufacturer refill kit and had tried turning the needle. Drugs delivered via the pump were fentanyl, clonidine and bupivacaine. The nurse was to follow-up with the physician. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the healthcare provider (hcp) had difficulty filling and aspirating the reservoir of the pump. The hcp was unable to fill and aspirate the reservoir completely. Hcp was trying to fill with 40 ml of drug but was only able to fill 20 ml into the pump. Actual residual volume (arv) was also noted as less than the expected residual volume (erv): arv: 6, erv: 12. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8578, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk; catheter model: 8709, lot #: j0058184r, implanted: (B)(6)-2001, explanted: unk; programmer model: 8835, serial #: (B)(4).